Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The charger boards were found to be working, but the charging values were slightly out of specification. The boards were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the charger boards on the imaging system were not working as expected required replacement. There was no patient present when this issue was identified.

Manufacturer narrative:
The battery chargers 1 and 2 were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned motor battery charger found an unrelated electrical issue. The component did not pass visual inspection due to leaky caps. Bench test passed and was installed on a test imaging system where it was found to be functional. The reported event was not confirmed.